Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room with moderate ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.